Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 319 and 357 mg/dl. The expected fasting blood glucose test result range is 152-226 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the den. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 2/28/2019 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Customer is comparing his true metrix to a true result meter. Customer is going to the clinic on the (B)(6) of this month (scheduled routine visit) and he is going to take the new true metrix meter with him. He stated his results are taken in the morning fasting and before his dinner meal. He stated he never runs that high. He has had the meter for several months and just decided to finally call us since he has been having problems for a while.